Event description:
It was reported that the patients stomach issue worsens when the stimulation was on. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior to the date the manufacturer became aware.